Event description:
The reporter contacted animas on (B)(6) 2015, alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring up to 28 mmol/l; no symptoms suggestive of hyperglycemia were reported. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes management. Animas customer support performed troubleshooting and determined the pump delivered basal and bolus deliveries as programmed and the totals in the pump history matched the programmed amounts. Troubleshooting revealed a training/misuse issue; the basal/temporary basal settings were incorrectly programmed in the pump. This complaint is being reported because the patient experienced hyperglycemia while on insulin pump therapy as a result of incorrect settings programmed in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/09/2015 with the following findings: a review of the last basal delivery was on (B)(6) 2015 at 08:21am. The data was found to be overwritten on the reported event date of (B)(6) 2015. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. During investigation, a hard ¿call service (cs) 69¿ alarm was reproduced when the pump was powered on; therefore, the remaining steps were unable to be completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).